Manufacturer narrative:
The user may not have operated the device in a manner to confirm that the device had locked into position which allowed the device to drop once weight was applied. The user has been retrained on proper use of the device.

Event description:
It was reported that the dropped when a patient sat on the stretcher. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the dropped when a patient sat on the stretcher. No adverse consequence or clinically relevant delay in treatment was reported.